Event description:
The rptr stated that the surgeon used a competitor's iol with the injection system. The surgeon attempted to insert the lens but the foam tip plunger overrode the lens and the lens tore, ejecting from the cartridge. There was no patient injury. Another lens was implanted. The patient's preoperative bcva was 20/30 -1 and the postoperative bcva is 20/25+. The patient's prognosis is excellent.